Event description:
Falsely depressed calcium (ca) results were obtained on a patient sample. The results were not reported to the physician. The sample was repeated on the same system and higher results within the normal range were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium results is sample integrity. The IFU for dimension vista calcium flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.